Manufacturer narrative:
Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an angio-seal device was used at the conclusion of a pre radio-embolization mesenteric mapping angiogram; a right femoral angiogram was performed to confirm good access area for closure. Access was confirmed in the right common femoral artery. Deterrents were not present. A 6fr angio-seal vip was selected to close the right femoral access site. The angio-seal sheath exchange occurred without issue, the angio-seal device introduced fine and clicked together. The device went to rear lock position with a click. Upon trying to withdraw the device to seal, the device would not pull back (suture lock up). Vessel size was estimated at 8mm. Blood loss was less than 250cc. The patient was stable, there were no issues, and distal pedal pulses were present. The procedure outcome was successful. There were no other devices or equipment used with the reported device. Additional information was received on december 7, 2018. A 6fr procedural sheath was used prior to the angio-seal. Hemostasis was achieved with the angio-seal device, the device was salvaged and the seal was successful with alternate maneuvers with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR,, and to provide the completed investigation. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device along with the guide wire, compaction tube and suture were received for product evaluation. The hemostatic sheath was mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The carrier tube was returned separated from the device cap. The suture was returned, cut into two separate pieces. The condition of the returned device was consistent with being cut at the carrier tube assembly, and then the device being removed. The tensioner was removed from the device cap. Several turns of suture were still present on the tensioner and the suture was still tethered appropriately. There was no difficulty unwinding the suture from the spool. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results the definitive cause of the reported event could not be determined based on the returned device, since the suture was able to be unwound without any resistance. The exact cause of the reported event cannot be definitively determined based on the available information.